Event description:
During the firing of a plcr75g via a plc75 and an idrivec in a partial gastrectomy/gastric bypass reversal procedure the firing sequence was terminated before completion due to the plcr75g encountering a pre-existing staple line. A subsequent firing of the same plc75 with the same plcr75g resulted in a completed firing sequence, but without the device having stapled or cut tissue. Later in the procedure, when another plc75 was used the device also failed to staple or cut tissue. The procedure was completed by use of another stapler.

Manufacturer narrative:
The two plc75 devices were returned for analysis. Both had damaged firing shaft drive clips; the damage directly contributed to the failure to cut and staple tissue, but did not cause the death of the patient.